Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir. Customer's blood glucose at the time of the incident was 446 mmol/l. Customer declined to troubleshoot at the time of the call. Product is not expected to return.